Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine, in clinic follow-up. The patient is pacemaker dependent in both chambers. Upon interrogation, the right atrial (ra) and right ventricular (rv) leads exhibited intermittent lack of pacing noise. The ra and rv leads were capped and replaced on (B)(4) 2019. The patient was stable. Related manufacturer reference number: 2017865-2019-11610.

Event description:
New information received stated the right atrial and right ventricular leads also exhibited insulation anomaly.